Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on 1-jul-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and checked waste pump operation, checked connection to interface boards and sensor board. Fse also took off probe and put into cup of wash and light on sensor board reacted accordingly, then watched operation of probe and led on board and found that there was a slight delay in led causing error. Fse replaced wash probe and operation returned to normal with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wash probe.

Event description:
On (B)(6) 2015, a customer reported error 2015 bf wash probe purge failure with their aia-360 analyzer. The customer is unable to run bhcg, fsh, e2, prl and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, fsh, e2, prl and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.